Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted; 4068 implantable pacing lead (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead was undersensing. The sensitivity was reprogrammed, and unipolar sensing was possible. Later a sensing test was performed, with intermittent p-wave sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.